Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor detached prematurely, and the customer could not obtain glucose readings. As a result, the customer experienced seizures and was treated with a glass of coca-cola provided by a non-healthcare third party. There was no report of death or permanent impairment associated with this event.